Event description:
The facility stated that the surgeon implanted an aq2003v 3 piece silicone lens. The lens tore off during insertion into the eye. The incision was enlarged and the lens was cut into pieces to remove from the eye and required a suture to close the wound. It was unknown what caused the lens haptic to tear. The injector model that was used was a msi-pm and the cartridge model that was used was an aq cartridge fp. The facility was unable to provided the injector and cartridge lot numbers.